Manufacturer narrative:
(B)(4). The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, and due to the limited information available, a cause for the unchanged and recurrent tricuspid regurgitation (tr) cannot be determined. The heart failure and cardiogenic shock, however, were likely cascading effects of the tr. The reported patient effects of heart failure and cardiogenic shock, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. It should be noted that the mitraclip IFU states: the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4). Attachment: article titled, impact of preintervention tricuspid regurgitation on outcome of mitraclip therapy in patients with severely reduced ejection fraction.

Event description:
This is being filed to report the patient effects identified in the article. It was reported through a research article identifying mitraclip that maybe related to the following: heart failure, cardiogenic shock, tricuspid regurgitation (unchanged and recurrent), surgical procedure, additional therapy/non-surgical treatment, and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article titled: impact of preintervention tricuspid regurgitation on outcome of mitraclip therapy in patients with severely reduced ejection fraction. No additional information was provided.